Manufacturer narrative:
Edwards received additional information through follow up with that the cannula was not kinked and there were no anatomical issues. It was also reported that the cause of this event was unknown. Per the engineering evaluation, a manufacturing, supplier, design, IFU, and labeling defect not confirmed. Trend is in control. As the device was not returned for evaluation, the root cause cannot be determined at this time. No further action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A change in operative strategy typically occurs due to unanticipated anatomical or procedural factors and is not related to the device. There may be scenarios where a change in operative strategy is due to a malfunction of the device. In this case, the procedure was changed to median sternotomy from a minithoracotomy due to failure of the cannula to drain blood. There were no further patient complications reported. The device was not returned as it was discarded at the hospital. Based on the available information, the root cause of the event remains indeterminable but it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that failure of blood removal occurred during use of this 25 fr quickdraw venous cannula. This device was used for minimally invasive cardiac surgery (mics) through a right minithoracotomy. However the procedure was changed to median sternotomy due to failure of blood removal. Although the device was pulled to the inferior vena cava and another cannula was added to the superior vena cava, it was unable to be blood removal only a small amount. There was no patient complications reported. The device will not be returned as it was discarded at the hospital.